Event description:
On 9/26/96, the MFR received medwatch report #10 from the facility which stated the following: the device was implanted on 6/21/96, for intravenous (IV) access for chemotherapy and lab draw. In 7/96, the pt developed a post-operative infection and was treated with antibiotics. On 8/27/96, the facility was unable to aspirate blood from the device. The pt was sent for fluoroscopic evaluation (8/27/96) which revealed a positive fracture in the device line where it enters the subclavian vein.